Event description:
This rv lead was explanted and replaced due to loss of capture with a fracture. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed the ligature marks approx. 14.5 cm distal to the is-1 connector pin. Abrasion marks were found along the lead body. Further inspection revealed a squeezed and deformed lead body between 17 cm and 20 cm distal to the is-1 connector pin. The inner conductor coil was found fractured approx. 18.5 cm distal to the is-1 connector pin. This broken contact in the conductor coil to the ring electrode was confirmed during the electrical analysis. Therefore, the stimulation impedance could not be measured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.